Event description:
Patient called to report a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Later healthcare professional reported rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, b6, d6b, h6.

Event description:
Patient reported a left side rupture. Patient later reported "leaking". Healthcare professional additionally reported rupture via ultrasound. The device has been explanted.